Event description:
It was reported that when the device was turned on, it alarmed battery is not working. The results of the investigation found that a travel reverse alarm was triggered. There was unknown patient involvement.

Manufacturer narrative:
B3: november was the reported month of the event, but exact day not stated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The event history log was reviewed. A travel reverse alarm was triggered potentially due to a bad motor. The motor and battery were replaced to fix the issue.